Manufacturer narrative:
The customer noticed that the questionable ldh results would occur after a bilirubin assay is performed. The customer was advised to add special washes for the reagent probe. There were no further issues noted after this intervention. The customer performed a precision check with successful results. The reaction monitor for sample 2's initial result was inconspicuous. The last calibration performed was within specifications. The alarm trace on 07-nov-2022 did not indicate any issues.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results from multiple patient sample tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory. The reporter was able to provide 2 examples of discrepant results: on (B)(6) 2022: sample 1 -the initial result was 263 u/l. The repeat result was 202 u/l. On (B)(6) 2022: sample 2 -the initial result was 201 u/l. The repeat result was 301 u/l. The reagent lot number is 634077. The expiration date was requested but not provided.

Manufacturer narrative:
The reagent was changed to a predilution application. The investigation determined that this action resolved the issue. The analyzer was confirmed to be performing within specifications. The investigation determined the event was due to a preanalytic issue at the customer site (the customer did not change the application to the predilution type). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. Product labeling states "caution: plasma from primary tubes handled according to the manufacturer's instructions can still contain cells, leading to implausibly high results. One option for these cases is an application with automatic sample pre dilution (acn 147/acn 8147). Alternatively, it is recommended to transfer the plasma from the primary tube to a secondary sample tube."